Event description:
It was reported that a patient was revised to address the fracture of an unknown rod approximately 8.5 years post-operatively.

Manufacturer narrative:
Additional data: b5, d1. An updated device catalog number provided from the field indicates that this device is not approved for use in the us. Therefore, this event is no longer reportable to the FDA.

Event description:
It was reported that a patient was revised to address the fracture of a mantis rod approximately 8.5 years post-operatively.